Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was 109 mg/dl at the time of the call. The customer states that there is fluid/moisture under the screen of the insulin pump after it was submerged in water for an hour. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.